Manufacturer narrative:
Based on the claim against the product by the customer noting damage insulation on the energy cable, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. The instrument has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument had damage insulation on the energy cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details had been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of instrument conductor wire-bipolar damage insulation to be related to the customer reported complaint. The maryland bipolar forceps was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire and the instrument passed electrical continuity test. There was no thermal damage was observed and no missing insulation piece. The maryland bipolar forceps was also found to have a bent grip, causing side to side misalignment of the grips. There was a 0.014¿ offset at the tips and the bent grips had an offset < 0.05".

Event description:
Refer to h10/h11 for follow-up information.